Manufacturer narrative:
The reported events were for high capture thresholds, r-wave amplitude variation, low pacing impedance, noise, and helix mechanism issue. As received, a complete lead was returned in one piece. The reported events of high capture thresholds, r-wave amplitude variation, low pacing impedance, and noise were not confirmed. The reported event of helix mechanism issue was confirmed. The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via (B)(6) on an unknown date. Review of transmission revealed high capture thresholds, r-wave amplitude variation, and low pacing impedance. On (B)(6) 2021 the patient presented for rv lead revision. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. The noise was not reproducible with any specific motions. An x-ray was performed and looked stable. During the procedure, the helix would not retract, so the lead was explanted and replaced. The patient condition was stable.